Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal and dilaudid intrathecal. The patient¿s indication for device/therapy use was non-malignant pain. The patient had complained of a gradual loss of pain relief/poor pain relief from the therapy over the past couple of weeks (approximate date of event was (B)(6) 2016). There was concern that the catheter was not working properly. A (B)(6) study was performed on (B)(6) 2016, where the catheter was unable to be aspirated. The doctor, however, was able (with difficulty) to push dye through. The dye study showed that the catheter appeared to be patent with the tip at approximately t9, which was where the catheter was at the time of implant. Catheter aspiration after the dye study was still unsuccessful, so the doctor concluded that there was some obstruction around or within the catheter which was interfering with both the infusion and aspiration. It was noted that the last refill residual volume was normal. It was planned to revise the catheter on (B)(6) 2016. As of (B)(6) 2016, the patient¿s status was alive without injury and the event had not been resolved. On (B)(6) 2016, information was later received from a company representative who provided the intrathecal drug details: dilaudid (20 mg/ml; 5.2 mg/day) and baclofen intrathecal (250 mcg/ml; 65.63 mcg/day). It was planned to reduce the doses to 1.5 mg/day of dilaudid and to 18.77 mcg/day of lioresal. The type of baclofen was not known. As planned, t he entire catheter had been replaced on (B)(6) 2016 and the tip was placed at a higher location than before (t6-7). Holes on the distal portion of the old catheter were almost completely occluded. The doctor was able to flush some of it out with saline, but left the remaining ¿plugs¿ so they could be analyzed. It was planned to send the explanted catheter back to the manufacturer. The patient¿s medical history included a degenerative neurological condition that caused demyelination. Additional information regarding the cause of the issue or additional medications being taken at the time of the event were not provided. Additional information has been requested, but it was not available at the time of this report. Additional information was received from a representative. The catheter was returned. Information was received from a consumer who indicated the patient had a neurostimulator implanted on (B)(6) 2015 because it was thought that the pump never really worked after it was implanted. Per the patient, the trial had worked great but not the implant. The small cannula of micropores would come out of the catheter and it was getting clogged by the ¿proteinous¿ fibers floating around in the patient¿s spinal fluid. The patient had charcot-marie-tooth disease that caused the issues and resulted in two catheter revisions ((B)(6) 2015 and (B)(6) 2016). The patient¿s pump medication had been increased since (B)(6) 2014 to the present date to help the patient reach a therapeutic dose. The patient had three pumps that the healthcare provider replaced because they did not have any faith in the pump. The pump would work during the first day or two following the implant, but then a replacement revision occurred because ¿they clogged up.¿ it was noted that the catheters were replaced along with the pump during each revision ((B)(6) 2015 and (B)(6) 2016). It was unclear how many pump revisions the patient had undergone. The patient¿s current pump intrathecal medications were as follows: hydromorphone (20 mg/ml; 2.798 mg/day), clonidine (250 mcg/ml; 34.97 mcg/day), and baclofen intrathecal (250 mcg/ml; 14.97 mcg/day; type and lot # unknown). The ¿old¿ intrathecal medication was hydromorphone; however, no start/stop dates or details were provided. The patient¿s indication for use was listed as ¿other pain indications ¿ other.¿ see manufacturer report #3007566237-2016-00825 for the previously submitted report regarding the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump had always worked to some extent. The cause of the pump not working was noted as the catheter occlusion to ¿varying degrees¿ was the problem. ¿hopefully we are clearing or have cleared that up¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.